Event description:
As reported by our edwards lifesciences japan associate, an access vessel ruptured during a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 20 mm sapien 3 ultra resilia valve. Partial vascular stenosis (approximately 4.3 mm) was observed at the common iliac artery (cia) and external iliac artery (eia) bifurcation, so dilation was performed. Despite the 14 fr esheath plus being inserted without resistance, resistance was encountered when advancing the 20mm commander delivery system at cia-eia bifurcation, and the valve did not advance. Eventually, the delivery system was able to be advanced, and the valve was deployed. Post-delivery system removal, rupture was observed during angiography, but the bleeding point was not identified. Hemostasis was achieved by insertion an occlusion balloon through the left femoral artery, followed by the placement if an excluder (16mm x 12mm x 10cm) in the cia-eia. Upon further angiography, a bleeding point was observed near the puncture site, leading to the additional placement of excluder (16mm x 10mm x 7cm). The procedure was completed. The operator stated that resistance between delivery system and the sheath might have injured the access vessel.

Manufacturer narrative:
The investigation for this report is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted, following completion of the engineering evaluation. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary: the IFU, current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The technical summary that applies to this complaint event establishes, through extensive complaint investigations, that events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. Undersized vessels can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. In this case, resistance between system components with difficulty advancing through sheath, leading to perforation of vessels and requiring medical intervention could not be confirmed, as no returned device or procedural imagery was provided. The available information suggests patient factors (undersized vessels) contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.